Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge broke off a piece and it went into the patient's eye. They were able to suck the broken piece out and complete the surgery. Per the customer, nothing was wrong with the lens. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on 12/21/2016. Device returned to manufacturer: yes. Device evaluation: the cartridge was returned for investigation. Visual inspection was performed at 10x microscope magnification. Visual examination revealed residue in the tip section of the cartridge, which appeared as a clear to white dry film. A solid piece was easily removed with tweezers. The residue inside the cartridge mid-loading area appeared as white dry flakes in the internal cartridge wall. The flakes were scraped with a surgical tool for removal. A separate particle was also received taped to a piece of paper. A crack was observed at the cartridge tip. Residue in mid-loading area of cartridge: the fourier transform infrared spectroscopy (ftir) analysis shows that it is identical to the reference ovd (ophthalmic viscoelastic device). Debris from tip of cartridge: the ftir analysis shows that it is consistent with a mixture of ovd (e.g. Sodium hyaluronate) and an acrylic or methacrylate material). Solid particle taped to paper: the ftir analysis shows that it is consistent with a mixture of polypropylene, ovd and an acrylic or methacrylate material (similar to the debris from the cartridge tip). The reported complaint issue was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.